Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized with a high blood glucose of 272 mg/dl and diabetic ketoacidosis. The customer experienced chest pain, muscle aches, slight headache, trouble moving, nausea, joint pain, stomach pain, and vomiting. The customer was treated with fluids to prevent his condition from worsening. The device had also alarmed motor error and no delivery. Troubleshooting occurred for the motor error alarm. The drive support cap appeared normal. There was no magnetic field exposure either. A rewind was performed without incident. Troubleshooting was declined for the no delivery alarm. Troubleshooting occurred for the high blood glucose, though: the device programming was accurate, there were no site issues, and a high pressure test was successful. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.